Event description:
I received cosmetic injection treatments at a facility called (B)(6), including botulinum toxin injections and skin booster injections. I have significant concerns that the products used may not have been FDA-approved and may have been sourced from unregulated or illegal channels. Specifically, the botulinum toxin injection I received produced no noticeable effect. I have undergone the same treatment multiple times in the past using FDA-approved botox, and I am very familiar with the expected results. In this case, even after receiving a comparable dose (40 units), I could clearly still feel full activity in my masseters and neck muscles, which is highly inconsistent with my prior experiences. This raises concern that the product used may not have been authentic botox, and could have been a non-FDA-approved or foreign-manufactured botulinum toxin product. In addition, I later learned that the skin booster product used on me was "cytocare 532," which I understand is not approved by the u.s. Food and drug administration for injection use in the united states. I was not informed that a non-FDA approved product would be used, and no proper disclosure or informed consent was provided. Furthermore, based on publicly available information and the facility's own marketing, it appears that other injectable products such as "ellansé" may also be offered. These products are also not FDA-approved for use in the united states. This raises broader concerns that the facility may be routinely using or offering unapproved or illegally imported injectable products. Given these factors, I am highly concerned about the potential use of non-FDA-approved, improperly sourced, or possibly counterfeit injectable products at this facility, which may pose a risk to public health and safety. I believe this matter warrants further investigation.